Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Reported an independent change of the programmed rate and volume to be infused (vtbi). The pump was returned to the biomed engineering dept with an unsigned note that stated, "rate and vtbi count down at the same time." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the rate and vtbi numeric values were noted to independently change. There were no reports of any adverse events while the device was in clinical use.